Manufacturer narrative:
Patient¿s date of birth and age were not provided. (B)(4). Approximate age of device ¿ 12 days. The patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2017, the patient experienced gastrointestinal bleeding. The patient's anticoagulation medications were held, and 4 units of packed red blood cells and fresh frozen plasma were transfused. The site of bleeding was not provided; however, it was reported that three endoclips were placed and the site was injected with epinephrine. The gi bleeding reportedly resolved by (B)(6) 2017 without adverse sequelae. No additional information was provided.